Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a prostar xl device using a pre-close technique prior to a flow diverter procedure. The white sutures of the prostar xl device did not get deployed. Reportedly, all 4 needles were present in the body of the prostar xl device after deployment. The procedure was completed with another prostar xl device and hemostasis was achieved successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy was confirmed. The reported failure to deploy the suture appears to be related to use technique as the suture lumens were observed to be clamped. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.